Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was on hemodialysis modality due to pd catheter (not a fresenius product) surgery on (B)(6) 2021. In additional follow-up, the pd nurse confirmed the patient had malfunctioning pd catheter and is currently on hemodialysis for renal replacement needs. The nurse reported the patient did not have any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).